Event description:
It was reported that burr was stuck on guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the drill bit, rotapro burr, no longer rotated and could not be detached from the wire. The procedure was completed with an alternative method and no patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the product information and to try and retrieve the device status, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.